Manufacturer narrative:
Complaint of overheating was confirmed. In functional testing, mdu failed for hand piece blade stall error as well as overheating. The motor and gearbox were removed from the housing and both motor and gear box are jammed. The root cause of this event was identified to be associated with corrosion of the motor and gear box assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since mdu is 6 years old.

Event description:
It was reported that the dyonics powermini overheated during a foot procedure. No delay was noted. The procedure was completed with a backup device. No injury or complications were reported.